Event description:
On december 29, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On january 2, 2007, the customer service representative (csr) spoke with the patient to obtain and verify information. Since the event date, the patient obtained blood glucose readings on the reported meter that were high compared to his expected values, such as 9.9 mmol/l, 15.2 mmol/l and 9.4 mmol/l (178 mg/dl, 274 mg/dl, 169 mg/dl). The patient's expected blood glucose readings range from 6.0 mmol/l to 8.0 mmol/l (108 mg/dl to 144 mg/dl). The followinng day, at 11:00 pm the patient obtained the meter reading of 8.3 mmol/l (149 mg/dl). The patient experienced no symptoms of high or low blood glucose levels at that time. Based on this elevated meter reading, the patient took an increased dose of nph insulin, 8 to 10 units; he was unable to recall the exact dose. The next day, at 2:00 am the patient woke up experiencing the symptoms of weakness and 'not thinking straight'. The patient did not test his blood glucose level while symptomatic. The patient administered self-care by eating fruit and felt better afterwards. At 7:00 am the patient obtained the blood glucose reading of 3.8 mmol/l (68 mg/dl). The patient did not seek medical attention, nor did he experience any further symptoms of high or low blood glucose levels. The patient takes humulin nph insulin 9 units in the morning and 7 to 8 units at bedtime, and humulin r insulin 5 units in the morning and 7 units at dinner. The patient does modify these insulin doses by up to two units based on meter readings. The patient tests his blood glucose level twice per day, at 7:00 am and at 11:00 pm. The patient does not have a backup meter. The csr determined during the troubleshooting telephone call that the patient's testing technique was correct and the meter was programmed for the correct unit of measure. Quality control testing was performed during the call, with failing high results. The meter, test strips and control solution were replaced. The patient took an increased dose of insulin based on the elevated meter reading. He later experienced symptoms suggesting hypoglycemia, and treated himself with food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.